Event description:
The event was reported as stated below: "summary of incident: surgeon prepared canal per normal technique. He has used this system / cement before with no issues. The cement hardened around the implant only, not the surrounding bone. Outcome of surgery/incident to pt: surgeon used rongeur to remove cement from implant. He then re-implanted stem with simplex cement with no issues."

Manufacturer narrative:
This report concerns the intra operative loosing of a prosthesis due to the fact that the prosthesis was cemented and not the bone. Tecres spa considered the investigation of this event to be complete, and does not anticipate receiving any further information regarding this event.